Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 60 days. However, the patient refused an explant procedure within 60 days. At the last follow up, the physician discussed that the explant procedure again and the device was subsequently surgically explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The device was returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
This report is being filed for additional information in b5.

Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 60 days. However, the patient refused an explant procedure within 60 days. At the last follow up, the physician discussed that the explant procedure may occur some time in the future, but no date has been scheduled. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 60 days. The device is pending explant to resolve the event. The patient was stable with no adverse consequences.

Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 60 days. The device is pending explant to resolve the event. The patient was stable with no adverse consequences.